Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms as well as oversensing of noise. The field suspected the ra lead may be fracture. The ra lead had previously been repositioned shortly after implant, but these issues persisted. Troubleshooting options were provided to the field and the ra lead remains in service. No additional adverse patient effects were reported.